Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported that during the morning startup of the system, there was an argon fluorine gas leak. The field service engineer was dispatched and confirmed the gas leak. There were no patients involved, and there were no symptoms reported by the technician or other site staff, as a result of the gas exposure. No further information is expected.

Manufacturer narrative:
Evaluation summary: at the visit on site the territory manager (tm) investigated the arf gas leak. The tm found the leak to be in the high end regulator. The leak occurred through relief valve. The regulator was replaced. No material has been received at the investigation site for evaluation. The root cause could not be identified conclusively, because no material is available for evaluation. (B)(4).